Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) failed a pulse test.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor failed the pulse test) has been confirmed. As received, the monitor failed a pulse test. The cause of the failure was isolated to corrosion on the t1 and c19 components. The root cause of the corrosion was unable to be positively identified, but was likely due to liquid ingress of an unk contaminant. No adverse event result from the defective monitor.